Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubble leaked from port 5 of a vented high-volume inlet. The issue was further described as, the device had particles in an unspecified location. This was discovered during setup of the compounder. There was no patient involvement. No additional information is available.